Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the device was not sharp. The event timing was during testing. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Event description:
It was determined that the product should not have been reported. This report should be voided as it was submitted in error.

Manufacturer narrative:
It was determined this product should not have been reported. This report will be voided as it had been submitted in error (0001526350-2022-00977).